Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. The production record was reviewed and there was one approved temporary dn (deviation notice) noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance's, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A biomed tech stated a patient was connected to the 2008k2 hd when a blood leak occurred approximately five minutes after initiation of the patient¿s hemodialysis treatment. The machine serial number was unknown. The 2008k2 hd machine generated a blood leak alarm after the hd therapy was initiated. The involved patient was unknown. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. A blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient¿s estimated blood loss (ebl) was unknown. Per biomed tech the sample was discarded and was no longer available for evaluation. No further information has been made available at this time.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomed tech stated a patient was connected to the 2008k2 hd when a blood leak occurred approximately five minutes after initiation of the patient¿s hemodialysis treatment. The machine serial number was unknown. The 2008k2 hd machine generated a blood leak alarm after the hd therapy was initiated. The involved patient was unknown. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. A blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient¿s estimated blood loss (ebl) was unknown. Per biomed tech the sample was discarded and was no longer available for evaluation. No further information has been made available at this time.